Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: the very tip of the rotating/oscillating portion of the shaver blade snapped off. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be blade comes in contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke during procedure. It was confirmed that all pieces were retrieved and the procedure was completed successfully.